Manufacturer narrative:
One used e2750 electrocautery pencil was received, and examination of the sample could not confirm an issue with continued activation. The device button would occasionally fail to immediately snap back to the off position when released, but would not continue to activate after being released. Further evaluation also found the rocker switch would intermittently miss contacting the dome of the switch, causing the device to intermittently not activate. The investigation identified the root cause of the switch difficulties to be misalignment of the device during manufacture. Training has been performed with all involved manufacturing personnel on proper assembly and detection of this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient, the activation button was stiff and it did not return smoothly. A new device was used to continue. There was no patient involvement.